Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the fenestrated bipolar tip broke off and fell into the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was switching from a 0-degree scope to a 30-degree scope. At the time the scope was removed, the fenestrated bipolar tip broke off and fell into the patient. The surgeon was completing a lysis of adhesion and needed to change the scope when the issue occurred. The surgeon was able to retrieve the fenestrated bipolar tip and fragments that fell into the patient. The customer stated there was no patient injury involved. The customer installed another fenestrated bipolar instrument and was able to continue with the case. The technical service engineer (tse) viewed the system event logs and found no related entries. The customer requested a field service engineer (fse) follow up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator (roco) stated that another surgeon performed the lysis of adhesions and preferred the xi 8mm 30-degree scope. When the scope was inserted the robot arms rotated and the instrument tip broke. It was noted that the 30-degree scope piece, on the end that it is opened to view the serial number, apparently was open not closed in place. Per intuitive surgical, inc. (Isi) hotline the scope could have been put in rotated due to this. The instrument had been in use for one hour with no prior issue. The robotic coordinator noted that the instrument would return to intuitive surgical, inc. (Isi) for analysis after the evaluation from sterile reprocessing specialist (srs) and the field service engineer (fse) is complete. An x-ray was performed for verification and the patient has not returned post procedure. The robotic coordinator confirmed there was no patient injury or harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: b5, d10, g4, g7, h2, h3, h10, and h11. 61 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. For clarification, the instrument was found to have a broken grip at the grip base. A piece approximately 0.57¿ x 0.20¿ was found broken off the yaw pulley. It was noted the broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.